Manufacturer narrative:
Investigation outcome: it was reported that the device initially showed ¿disconnection on patient side¿ and ¿external flow sensor failed, ¿however, the log files have been reviewed and do not show an actual disconnection. The reported date of event is march 8th, 2025. Log files indicate that the pre-operation check was completed at 06:44, with the device passing the leak test and flow sensor calibration. At 16:13:27, the device was started, and at 16:14:20, it was set to pcv+ mode. However, at 16:14:26, the device reported ¿loss of peep.¿ the log files also show that the device initiated a "check flow sensor" and triggered the "mode sensor failure mode ventilation" alarm. As the device has passed the preop test, this indicates that the problem was between the device and the patient. The flow sensor failure led to the stop of ventilation, and manual bagging was used as a backup. Service logs show no technical faults in the device, and both the device and flow sensor were calibrated successfully. However, between the event and device check, the device reported "flow sensor calibration failed," and the battery was completely discharged. Given that the device was tested with the affected flow sensor, the most likely cause of the issue was improper handling of the device. However, this cannot be confirmed based on the given information. The device has been fully tested, and preventive maintenance has been performed as per the customer¿s request. The tubing system was also checked, and no issues or defective components were found. The device is now functioning normally. Note: according to the berlin fire department¿s mission report, no patient harm occurred due to the ventilator. Therefore, the initial report claiming patient harm due to the device is incorrect. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german language): "during deployment 868 on 8.3.25, there was a repeated error message on the t1. During resuscitation, the t1 was connected to the et. In the following sequence: tube, co2 corpus, extension, filter, t1 hose. It was in pcv+ mode ¿ following the connection, the following error messages appeared: disconnection patient side red, external flow sensor faulty red. There was no disconnection. Nevertheless, the patient was not ventilated. A second attempt in doupap mode also failed with the same errors. This resulted in a presumed patient injury." The resuscitation of the patient was not related to the hamilton-t1 but already ongoing before connecting to the device.